Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software did not suspend insulin delivery. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. Customer consumed carbohydrates to address bg. The customer declined to perform further troubleshooting with tandem technical support.